Manufacturer narrative:
(B)(4).

Event description:
Patients husband contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a detached sensor wire on (B)(6) 2015. Patient's husband reported the sensor wire fell out of the sensor applicator before insertion. No injuries or medical intervention were reported.